Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife went to emergency room due to high blood glucose of over 600mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer had symptoms like nausea. Customer treated high blood glucose with insulin drip. Customer¿s husband stated that sensor and pump was not communicating properly. Customer was wearing insulin pump at time of hospitalization. Customer declined troubleshooting for the issue. Insulin pump will not be return for analysis.